Event description:
Response was received from the physician. The physician attributes the increase in seizures due to the low battery. Seizure levels are above pre-vns levels. An implant card was also received reporting that the generator was replaced for prophylactic reasons. The device has not been received to date

Event description:
It was reported initially that the patient was having an increase in seizures and that the battery is depleted. However, information was also received that during the patient's last visit the battery was observed at 15%. The patient is pending to be scheduled for surgery for a battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803. The medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.